Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor released so that it would extend the bag, the pouch was not attached to the metal ring. They got a new one to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.